Manufacturer narrative:
Device evaluation summary: one cadd legacy plus pump was returned for analysis. Visual inspection of the pump found the pump is good physical condition. Functional testing included accuracy testing. The pump passed accuracy tests within the limits. Customer states issue was not confirmed and could not be duplicated. Problem source could not be identified.

Event description:
It was reported that the device was in use with patient for infusion (drug information not provided). Reporter stated the displayed remaining infusion volume was greater than actual remaining infusion volume. No adverse effects to patient reported.